Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not recognizing battery packs) has been confirmed. Upon investigation, the battery charger /modem was resetting. The cause for the resets was isolated to a shorted u13 cmos flash microcontroller on the bedside pca board. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) year old male patient called zoll customer support to report that his charger was not recognizing inserted battery rocks. The patient was issued a replacement battery charger/modem.